Manufacturer narrative:
Our quality engineer inspected the returned units provided by the facility. Bd received an insyte autoguard unit from lot number 8078550. The unit was received partially open therefore confirming the reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. The set-up and in process sample (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak tests were performed on various stages throughout the manufacturing packaging process, all the inspections passed per specifications. The analysis of the top web adhesive where the product characteristics required a specific seal transfer was met per specifications. In addition, the paper top web of the returned unit was analyzed under a uv light. The glue used to seal the top and bottom webs was uv fluorescent. This analysis revealed an adequate amount of top web adhesive. The key variables that affected seal strength are seal transfer/width and top web glue. Both variables were looked at during the investigation. The returned unit provided for evaluation for this incident met the manufacturing specification requirements. In conclusion, where the package was found partially opened, the process characteristics that directly influence the seal strength (seal transfer and top web glue), measured within specification. Please note that although the returned unit met specifications, a corrective action project has been implemented to address the issue of inadequate sealing of packages. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed.

Event description:
It was reported that before use of the bd insyte autoguard bc shielded IV catheter the package was opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the package was opened. There was no report of exposure, serious injury or medical intervention.